Event description:
Healthcare professional reported, right side rupture. Capsular contracture, baker grade IV. And periprosthetic fluid diagnosed via ultrasound and mammography. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii/IV and seroma-late.

Event description:
Healthcare professional reported, right side rupture, capsular contracture, baker grade IV. And periprosthetic fluid. Diagnosed via ultrasound and mammography. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified. It is not possible to determine, the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe, since it is not related to the device. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late-breast: unable to observe, since it is not related to the device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. Seroma-late: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure creases, particles and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d9, g1, h3, h6.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade IV and periprosthetic fluid diagnosed via ultrasound and mammography. The device has been explanted and replaced with another manufacturer's device.